Event description:
It was reported by the customer that the device would not discharge energy. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended customer to try a different set of hard paddles. A follow-up call was made to the customer; in which they indicated that the unit will not be repaired due to age of the device and cost of the repairs. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.